Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The audiologist reported that in situ measurements showed channels with high impedance or involved in a short circuit.

Manufacturer narrative:
Additional information: based on received information, a post-operative partial active electrode migration may be considered. Reportedly, one channel was already extra-cochlear at the time of implantation. In addition, in situ measurements show a short circuit between two implant channels for undetermined reasons. However, to determine an exact root cause, a device investigation of the explanted device is necessary. Further steps have not been decided yet.

Event description:
The audiologist reported that in situ measurements showed channels with high impedance or involved in a short circuit.